Manufacturer narrative:
The hybridknife® flex I-type (knife) was sent to erbe for examination. The inspection revealed that the electrode nozzle was no longer attached to the electrode holder (i.e., body). Visually, a clear fracture edge was observed and part of the electrode was found to be secured in the electrode holder. The electrode was broken in the front area of the weld seam at the distal edge of the electrode holder. The broken portion of the electrode was not provided and therefore, the opposite edge could not be assessed. The examination concluded that all parts of the instrument, excluding the broken electrode, did not show signs of damage or production defects. No anomalies were found in the review of the device history record (DHR) for the lot of the hybridknife® flex I-type (knife). Based on the reported incident, there are most likely many factors involved with the reported event (i.e., equipment settings, activation times, endoscopic technique, characteristics of the lesion, etc.). Therefore, no conclusive determination could be made as to the cause(s) of the incident.

Event description:
It was reported that an incident occurred with a hybridknife® flex I-type (knife) during a peroral endoscopic myotomy (poem) procedure. The knife was used with an erbe electrosurgical unit [esu/generator, model vio 3n, part number (p/n) 10160-010, serial number (s/n) not provided]. No other information was provided regarding any other equipment, accessories, or settings employed during the procedure. Per the report, the knife's electrode tip (i.e., nozzle) used in the interventional work "broke off." The tip was immediately recovered and disposed of post operation. There was no report of a patient injury.